Manufacturer narrative:
Method: involved device was not returned for eval and the lot number is not known. Therefore, the failure investigation was limited to assessment of info provided by the user facility via the maude database. The maude event report did not include any info about the user facility, the reporter, or the lot number of the guidewire (or other device) allegedly involved in the event. Therefore, the user facility could not be contacted to request additional info. The failure investigation was limited to assessment of info provided in the maude database. Please note that the device identified in the maude database was only the guidewire. There was no indication of the manufacturer of the "introducer" that was mentioned in the event description. A review of the complaint files confirmed that this event has not been reported to the manufacturer previously. There is no indication that there was any relation to a pre-existing device defect or malfunction. All available info has been placed on the file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).